Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the left battery slot of the freedom driver was discharging the battery more often than the right battery slot. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of external power. In addition, patients are provided with several onboard batteries. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the left battery slot of the freedom driver was discharging the battery more often than the right battery slot. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. The driver in "as received" condition passed all required test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies, no alarms, and no indications of issues with the left battery well. An onboard battery discharge test was performed, and the driver functioned as intended with no issues. The customer-reported left battery discharging issue could not be functionally reproduced during investigation testing, and the root cause could not be determined. The driver performed as intended during investigation testing, and there was no evidence of a device malfunction. Despite the customer-reported left battery discharge issue, risk to the patient was low because the driver continued to perform its life-sustaining-functions. The driver was serviced, which included the replacement of the housings, main printed circuit board assembly (pcba), speaker pcba, piston cylinder assembly (pca), as a precautionary measure, motor controller pcba, and motor/gearbox assemblies as a precautionary, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.